Manufacturer narrative:
Not much about this reported event is known. Complaints captured via vague and generalized conversations between surgeons and field personnel. At this point in time we have questions out towards receiving further detail & clarity. When we have possession of all of the information that can be had, that data will be evaluated and the results will be reflected in the follow up report.

Event description:
Our rep is reporting that the surgeon is clamming that he has seen an MRI of a patient showing that the suture from a fixation device has come away from it's anchor. Nothing further to this is known. Questions out to the event reporter for further detail and clarity.